Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152740 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 gas injection from the btt port and the gas injection from the gas injection line of the vasoview cannula were insufficient. They replaced it with a spare device and completed the procedure without any problems. Since the settings of the pneumoperitoneum device are always the same and have not been changed, it was reported that there may be something wrong with the device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 gas injection from the btt port and the gas injection from the gas injection line of the vasoview cannula were insufficient. They replaced it with a spare device and completed the procedure without any problems. Since the settings of the pneumoperitoneum device are always the same and have not been changed, it was reported that there may be something wrong with the device. The hospital did not report any patient effects.